Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. Externalized conductors of the rv lead were confirmed during an unrelated procedure in 2016. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.